Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to proceed due to entering a validation code that did not meet the cabinet¿s minimum required length of 9 digits. A technical support specialist advised the user to contact the pharmacy to obtain a new code that meets the requirements to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medflex 2000, system had issue with validation code. The customer stated that this malfunction occurred when the user tried to dispense medication oxycodone 5mg to the patient. However, there were no adverse events or injuries reported based on this event.